Manufacturer narrative:
Event date: date is estimated. (B)(4). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: percutaneous endovascular abdominal aortic aneurysm repair: methods and initial outcomes from the first prospective, multicenter trial. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
This event is from a literature review identifying proglide devices may be related to: bleeding, hematoma, off-label use, pain, seroma, tissue tract oozing with suture pulled out of artery using blood transfusion and surgery to treat and achieve hemostasis. Specific patient information is documented as unknown. Details are listed in the article, titled: percutaneous endovascular abdominal aortic aneurysm repair: methods and initial outcomes from first prospective, multicenter trial

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Perclose proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery of access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation was unable to determine a conclusive cause for the reported difficulties or patient effects; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: percutaneous endovascular abdominal aortic aneurysm repair: methods and initial outcomes from first prospective, multicenter trial.